Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardiac monitor was removed for pocket infection. No further information available.